Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were charging their implanted neurostimulator for 40 minutes and the controller battery was already down to 50%, but the ins had not increased and they were seeing a message that says to charge the implant. Patient reported seeing screen 52 (recharging needs attention) and then battery empty cannot provide stimulation recharge your implanted device. Patient reported controller was at 50% and ins red triangle. Patient reported no visible damage to recharger, controller port, controller battery compartment pins, or battery pack. Agent had patient reset controller with ac power supply and patient confirmed green light was flashing above the screen. Agent reviewed recharger best practices. Patient then connected recharger and confirmed no device found (16). Patient entered passive recharge mode and reported seeing numbers 10-11-11. Patient repositioned the paddle and reported 9-73-91 and a green flashing light. Without moving the paddle, the middle number displayed 53, 42, 48, and 55 and then poor recharge quality. The issue was not resolved. A replacement re charger telemetry module (rtm) was sent out. Pt called in and stated they received their replacement recharger, but they were still experiencing the charge quality jump around from good to excellent without moving the recharger. Pt stated they were keeping the controller screen lit up the entire time they were recharging. Agent reviewed to let the controller go into sleep mode. Pt will monitor the issue and call back if needed patient (pt) stated that she 'can never find her implant' in respect to charging and it is very difficult. The pt also said it 'takes forever to charge'. This was not the reason for the call, rep who initiated the call had dropped off the line during the majority of this call. Agent did not explicitly ask for event date though the pt used the word 'never' and agent reasonably presumed this indicates 'since implant'.